Event description:
A site rep reported the vertek arm needs to be replaced; the hall is jammed and the adapter will not tighten. This is related to the site's stealthstation treon treatment guidance system. There was no pt present.

Manufacturer narrative:
No pt info provided as no pt was involved in this concern. Device manufacture date not available at time of this report. RMA issued. Eval finds both ends of the vertek remain locked down, not releasing immediately when the handle is loosened. Replacement part, vertek ii, shipped (B)(4) 2011.